Manufacturer narrative:
Concomitant medical products: 4195 lead, implanted: (B)(6) 2011; dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for non-sustained ventricular tachycardia episodes, oversensing and noise. The lead was capped and replaced. Additionally, the patient's prior rv lead was reported to have been capped and replaced approximately three months post implant. The lead was incorrectly registered and has since been updated. No patient complications have been reported as a result of this event.